Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten patients, various collected cases on the topic of nonunions. Patient #10: patient with severe right tibia/fibula fracture was implanted with a nail, four (4) screws and cerclage wire on an unknown date. X-ray on an unknown date shows a non-union. Patient was returned to the operating room on an unknown date, hardware was removed and the patient was revised to plate and screws. An x-ray on an unknown date appears to show antibiotic beads: it is not known if the patient had an infection. It can not be verified if the product is synthes product. This is 1 of 6 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.